Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms the inside of the hand piece is completely burnt. There is no visible damage on the cable although the entire hand piece smells like burnt plastic, confirming this complaint. No further testing can be conducted due to its condition. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. A root cause for the reported failure cannot be determined from the information provided. The associated generator will be investigated to determine if it is the cause of the failure. It was noted that a re-processed electrode was used in the procedure, which is warned against in the IFU. Failure to follow instructions and using a re-processed electrode could have possibly contributed to this complaint. No further actions are warranted for the hand piece at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms the inside of the hand piece is completely burnt. There is no visible damage on the cable although the entire hand piece smells like burnt plastic, confirming this complaint. No further testing can be conducted due to its condition. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. A root cause for the reported failure cannot be determined from the information provided. The associated generator will be investigated to determine if it is the cause of the failure. It was noted that a re-processed electrode was used in the procedure, which is warned against in the IFU. Failure to follow instructions and using a re-processed electrode could have possibly contributed to this complaint. No further actions are warranted for the hand piece at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The materials manager from the facility reported the generator, handpiece, and electrode were all smoking and the cables were burnt during a shoulder procedure. She stated the surgeon smelt a burning smell, was losing power from the electrode and it was shorting out all at the same time. The handpiece and electrode were becoming hot to touch. Once the shortage happened, they received an error message on the generator then the scrub techs were turning the generator on and off as well as unplugging and plugging back in cables. In the process of this, they noticed the plugs on the handpiece and electrode had black marks and they were smoking along with the generator. At this point they used another generator, handpiece and electrode to complete the procedure. She also stated the electrode used ( product code 225360) was reprocessed by medisis and she was going to be reporting that to them. When they went to complete the procedure they did not use a medisis reprocessed electrode. The generator is being sent back for evaluation to our biomed department and the handpiece is coming back here for evaluation. There was no patient consequences to the patient or to personnel. There was a 5 minute delay. The materials manager did not know how many times the handpiece was used. No further information was available. Associated medwatch 1221934-2014-00139.

Event description:
Generator smoking/output shortage: the materials manager from the facility reported the generator, handpiece, and electrode were all smoking and the cables were burnt during a shoulder procedure. She stated the surgeon smelt a burning smell, was losing power from the electrode and it was shorting out all at the same time. The handpiece and electrode were becoming hot to touch. Once the shortage happened, they received an error message on the generator then the scrub techs were turning the generator on and off as well as unplugging and plugging back in cables. In the process of this, they noticed the plugs on the handpiece and electrode had black marks and they were smoking along with the generator. At this point they used another generator, handpiece and electrode to complete the procedure. She also stated the electrode used ( product code 225360) was reprocessed by (B)(4) and she was going to be reporting that to them. When they went to complete the procedure, they did not use a (B)(4) reprocessed electrode. The generator is being sent back for evaluation to our biomed department and the handpiece is coming back here for evaluation. There was no patient consequences to the patient or to personnel. There was a 5 minute delay. The materials manager did not know how many times the handpiece was used. No further information was available.